Manufacturer narrative:
Argus case: (B)(4).

Event description:
I drink some of it / I drink it and swallowed it and noticed the taste / I don't know if I'm going to die [accidental device ingestion], I don't know if I'm going to die / it made my mouth like really really numb [numbness oral]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old male patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 5k14n1, expiry date 30th september 2019) for dry mouth. On (B)(6) 2021, the patient started biotene original oral rinse (original) at an unknown dose and frequency. On (B)(6) 2021, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant and life threatening), numbness oral (serious criteria life threatening) and expired device used (serious criteria life threatening). The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the accidental device ingestion, numbness oral and expired device used were unknown. It was unknown if the reporter considered the accidental device ingestion and numbness oral to be related to biotene original oral rinse (original). Additional details: adverse event information was received on 02/mar/2021 via call center representative. The consumer stated "biotene I bought this, stuff for dry mouth. I bought 2 of them. The date ion the bottom of there is 20018. I cant believe they have that on the shelf at (B)(6). I bought 2 of them, I bought the stuff and it expires 09/2019. I dont have the receipt lot 5k14n1, im just upset about this, its ridiculous, the other one is in my car, im not going through the mud. I drink some of it yesterday, z I mad myself throw up. You need to send me a box so I can send this back to you guys. I made myself throw up it tasted so bad. Barcode 4858200592, I wasnt a refund coupon or something like that. It aint like this stuff cheap, im on a fixed income. Im a diabetic, I need, it was ritz crackers they had some many people calling me. Start yesterday, ae start yesterday indication dry mouth hcp advice no, hcp form yes my stomach, I drink it and swallowed it and noticed the taste. You still get some, drug safety yes, I need to send this back, yall needed to test it, I dont know if I m going to die. They it made my mouth like really really numb, its kind of weird when I used it yesterday".